Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: b5, d5, e1(initial reporter,event site email), e2, e3. The getinge field service engineer (fse) evaluated unit and verified issue by using the fiber optic sensor test, which showed no values on the screen. The fiber optic cable was found to be pinched during the coiled cable replacement recall and pm. The fse replaced the fiber optic cable (0012-00-1808). Verified the values after replacement, launched the manifold test, checked the printer functionality and verified the battery charge status. All results were successful. All operations were completed according to the instructions in the service manual. The device is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm, cardiosave iabp (intra-aortic balloon pump) was not reading optical fiber. There was error found as optical fiber sensor failure. In service mode screen was weird too. There was no patient involvement.